Manufacturer narrative:
UDI - (B)(4). Reporter's first name , email address, and phone number were not provided: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device had a bearing defect on the inside. It was further reported that it was difficult to insert cutting burrs into the device; and that the device had an abnormal noise, was generating heat, and the burrs were blurred. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.